Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that ???/hour glass/no readings/sensor error was reported. The sensor was inserted on (B)(6) 2022. On (B)(6) 2022, the patient experienced a sensor error lasting over three hours. He became hypoglycemic and had seizures. The patient¿s parent gave him 'glycogen' and he was hospitalized. No hospital treatment information or length of stay details were provided. At the time of the report he was stable with bgs between 6.0 mmol/l and 8.0 mmol/l. Data was provided for investigation but does not reflect the full investigation window. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received. It was reported that the patient alleged an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and not a sensor error. On (B)(6) 2022, the cgm displayed 4.0 mmol/l; however, the patient experienced a seizure and the patient¿s parents administered glucagon. A bg was not performed prior to the administration of glucagon. Emergency medical services (ems) was called and transported the patient to the hospital where a bg was performed which was 5.2 mmol/l. Paracetamol was administered at the hospital prior to the patient¿s release from the hospital on (B)(6) 2022. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.